Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
(B)(4) unomedical reference number (B)(4). Event occurred in france. It was reported that patient faced an infusion set was not adheing for long time as expected for 7 days on (B)(6) 2024. Patient had to change it earlier than 7 days expected. No further information available.